Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that several months ago he had allegedly received burns while using a heating pad. He indicated that medical attention was sought for the injury, but refused to give further information about the incident. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.